Event description:
The complainant reported a patient endured a ventricular tachycardia (vt) storm. The patient was shocked several times during the procedure for vt. The supported percutaneous coronary intervention was successful and the impella site remained unremarkable. Three days later, the pump was successfully weaned and explanted. The patient survived the procedure.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.